Event description:
It was reported that the patient had difficulty charging the ipg and connecting with the remote control. The patient underwent an explant procedure and the explanted device will be returned.

Manufacturer narrative:
Sc-1160; (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg was charged fully from its hibernation and regained its functionality after being charged. The battery depletion rate is within the expected range. However, a review of the patients data found frequent recharge with low charge level, due to the continuous stimulation setting. It passed the functional test, and an electrical test revealed normal device characteristics. The probable cause selected is no problem detected.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from the aware date.

Event description:
It was reported that the patient had difficulty charging the ipg and connecting with the remote control. The patient underwent an explant procedure and the explanted device will be returned.